Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the heartmate 3 system controller (serial number: (B)(6) ) having a bright white display was confirmed during evaluation of the returned product. During preliminary testing of the controller, the reported event was reproduced; the lcd display was bright white and could not display parameters. While pressing the button to navigate through display screens, the display did not change. Aside from the issue with the display, the controller was found to perform as intended. The controller supported pump function without issue and alarmed appropriately to all conditions imposed on the controller. The issue was isolated to the lcd display as the issue was resolved when replacing the lcd display. The downloaded log file contained data spanning approximately 3.5 hours of patient use on (B)(6) 2023 (15:31 to 18:57 per timestamp). There were no notable alarms or events active in the log file and system function was not affected by the display issue. The root cause of the reported event was determined to be an issue with the lcd display; however, the root cause for the lcd display being damaged could not be conclusively determined. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook and IFU caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 2 - ¿system operations¿ explains how to properly perform a heartmate 3 system controller exchange. Heartmate 3 instructions for use section 8 - ¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. Heartmate 3 instructions for use section 7 - ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the lcd monitor on the controller was bright but did not display any parameters. The controller was exchanged with no problems and all parameters started to display again.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.